Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard¿ administration set with needleless y-site experienced separation. The following information was provided by the initial reporter: in april, a paramedic went to spike a bag of IV fluid and tubing (re# mx9968 lot# 22019189) just sort of fell out of chamber.

Manufacturer narrative:
H6: investigation summary a sample was received and tested by our quality team. The drip chamber to tubing separation was immediately noticed and the customer's complaint was verified. Visual analyses under microscope determined the root cause to be lack of solvent at the tubing to drip chamber junction during assembly. A device history record review for model mx9968 lot number 22019189 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 21jan2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd maxguard¿ administration set with needleless y-site experienced separation. The following information was provided by the initial reporter: in april, a paramedic went to spike a bag of IV fluid and tubing (re# mx9968 lot# 22019189) just sort of fell out of chamber.